Event description:
The plaintiff, alleges that while working as a lpn they were exposed to latex-containing products and approx in 11/98 they were allegedly caused to suffere severe immediate reactions upon re-exposure to these products. Pt further alleges that they have sustained serious, severe and permanent bodily injuries, pain and suffering and will be caused to endure add'l pain and suffering for an indefinite time in the future. Pt alleges to have sustained injuries not limited to urticaria, shortness of breath, wheezing, asthma, contact dermatitis, extreme discomfort, depression and emotional distress, all of which are or may be a loss of permanent, continuing and life-threatening nature. Pt further alleges that they have suffered and will continue to suffer considerable mental anguish, limitation and restriction of they usual activities, pursuits and pleasures. Furthermore pt alleges that they may suffer substantial loss of earnings and earning capacity, and that they have been forced to expend sums of money for medical care and treatment and will continue to be caused to expend such sums indefinitely into the future. Finally the plaintiff's spouse, alleges that they have been required to expend and has become liable for substantial sums of money for medicines and medical attention for the care, treatment and attempted cure of the plaintiff, all to their financial loss and detriment. The plaintiff's spouse also alleges that they have been deprived of the love, services, advice, companionship and consortium, of their spouse and will continue to be deprived of the same to their great detriment and loss for an indefinite period of time in the future.